Event description:
It was reported that during a procedure the device would not turn off completely when the trigger was released. There were no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion on the motor, rotor and bearings of the device.